Event description:
The customer tested his blood glucose using his breeze2 meter and received a reading of 287 mg/dl. He was retested on the nurse's meter and received a reading of 107 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. New test strips were sent to the customer and he is expected to return his strips for eval.